Event description:
Using forteo pen made by eli lilly and co. Injection given to pt. Nurse went to remove needle per manufacturer instruction and needle went through plastic cap sticking nurse in right thumb. Injury occurred when nurse re-capped needle following manufacturer instruction.